Event description:
It was reported that during an anterior talofibular ligament repair surgery, it was observed that the lupine br ds w/orthcrd device anchor was pulled out. Another like device was used to complete the procedure. There was a ten minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. The product has not returned to j&j medtech orthopaedics, however a photo was provided for review. Visual inspection of the returned photo found that the anchor was still attached from the inserter and had foreign matter, presumably biological matter. In addition, one fragment of the suture was not attached to the anchor, causing the loop to be lost. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be traced to the procedural variables, such handling of the device or product interaction during procedure. It is possible that the depth penetration of the bone was not maintained; therefore, the anchor did not fully insert, and it was pulled out along with the device. As per IFU, 1) do not use excessive tension or overload the suture. Doing so can lead to bone breakage and subsequent device pullout, or suture breakage. 2) incomplete insertion or poor bone quality may result in anchor pullout. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the anchor was detached from the inserter and shows traces of being pulled out of the bone. Additionally, the device had foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be traced to the procedural variables, such handling of the device or product interaction during procedure. It is possible that the depth penetration of the bone was not maintained; therefore, the anchor did not fully insert, and it was pulled out along with the device. As per IFU, 1) do not use excessive tension or overload the suture. Doing so can lead to bone breakage and subsequent device pullout, or suture breakage. 2) excessive tension may overload the anchor or suture. 3) do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. 4) incomplete insertion or poor bone quality may result in anchor pullout. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.